Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4, lot number: corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of an atypical system monitor behavior can be confirmed. The returned system monitor, serial number (B)(6) was connected to a test equipment and when the pump stop command was executed, the screen stopped responding. There were also some visual anomalies observed when the pump speed was adjusted; however, the pump did not stop and continued to operate. The reported pump stop event was confirmed during the review of the provided controller¿s event log file. The log file showed 256 events spanning approximately 7 days (19oct2023 ¿ 26oct2023 per timestamp). The pump fixed speed and low speed limit (lsl) were initially set to 4700 rpm and 4300 rpm, respectively and were adjusted on 20oct2023 to 4900 rpm and 4500 rpm, respectively. The pump maintained speeds above the lsl throughout the log file until an intentional pump stop event was initiated on 26oct2023 at 07:33:23 resulting in the pump to stop between 07:33:24 ¿ 07:33:29. The pump was able to regain speeds above the lsl shortly after stopping. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device history records were reviewed for the system monitor (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instruction for use (IFU), rev g, under section ¿system monitor¿ explains how the system monitor works, how to set up and use it. This section contains some troubleshooting steps of the system monitor screen remains black or if ¿not receiving data¿ flashes on the screen. A flashing communication icon appears at the lower left corner of all system monitor screens. The flashing icon indicates active communication between the system controller and system monitor. If the icon is not flashing or has disappeared, check the system monitor-power module cable connections, and restart the system monitor. According to this section, if the system monitor still does not work, please contact abbott for assistance. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g3: the date received by manufacturer was incorrect in the previous report. The correct date received by manufacturer was may 8, 2024. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system monitor stopped the patient's pump when the surgeon was attempting to adjust the set speed. During the pump stop, the system monitor froze and stopped responding. It was noted that the customer does not believe the pump stop button was pressed. It was also reported that the system monitor flashing disk appeared to be flashing rapidly during and after the event. The system monitor rebooted and the user verified the pump stop event. It was noted that the patient was not harmed by the event. Log files were submitted for review. The log captured an intentional pump stop that was initiated at 07:33 on (B)(6) 2023. The pump was off for approximately 5 seconds and following the event, the pump speed returned to its set value of 4800 revolutions per minute (rpm).